Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection near to the implant incision site subsequent to a wound development following a hairdresser visit. The patient underwent wound cleaning procedure (date not reported). Correction: the correct date of explant is (B)(6) 2026. Device analysis report attached.